Event description:
It was reported that the proplege coronary sinus catheter worked throughout the case. When the anesthesiologist was pulling the catheter out at the end of the case the proximal end of the balloon came unglued and degloved around the tip of the catheter. No patient injury occured

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the balloon became unglued and developed around the tip of the catheter was confirmed. One end of the balloon cuff was detached from the proximal balloon bond area on the catheter body. There is no evidence of a manufacturing defect. The balloon bond damage was most likely caused during the removal of the device from the patient. The balloon can experience excessive force if it remains inflated when the device is pulled back through the introducer or if it was overinflated during the procedure. This force is most likely what caused the balloon bond failure. The balloon was most likely pushed as it came in contact with the distal end of the introducer. The balloon received enough force to break the bond that was being pushed on and fold the balloon material over the remaining bond until it was flush against the tip and shaft. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. The IFU contains the appropriate instructions on how to remove the device without damaging the balloon. Complaints will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.